Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacing problem with the leadless implantable pulse generator (ipg) due to high threshold and impedance values. The device was reprogrammed off, and a new traditional transvenous pacemaker system was implanted. No patient complications have been reported as a result of this event.